Manufacturer narrative:
One sealed 18g eclipse needle was returned for evaluation. The sample was inspected to see if the shield was already detaching from the syringe. No abnormalities were detected. The sample was attached to a luer lock syringe and activated per the IFU and no abnormalities were observed with the safety mechanism. The safety shield did not disengage from the needle hub. It was properly secured to the needle hub before and after activation. A review of the device history record revealed no irregularities during the manufacture and a manufacturing review revealed that the incident was not affected by pm, calibration, or equipment for the reported lot # 5043235. Conclusion: an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after having used a 18 g x 1 1/2 in. Bd eclipse needle for an injection, a nurse placed his/her hand over the needle shield, the shield broke off, and the nurse obtained a contaminated needle stick injury. The nurse received post exposure lab work.